Event description:
A nurse contacted lfs (B)(4) on (B)(4) 2012 alleging inaccurate high readings on the patient's one touch ultra easy meter compared to another meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer service advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed on (B)(6). The nurse mentioned that on an unspecified date and time before lunch, the patient tested and obtained an unspecified reading. After lunch the patient started to lose awareness and the nurse tested the patient and obtained a 130 mg/dl. The nurse then tested the patient on another meter and obtained a 20 mg/dl. She then treated the patient with a glucagon injection. Nurse did not provide any further clinical information about the incident. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. Product was replaced and requested back for investigation the complaint is being reported since the nurse alleged that due to the inaccurate reading, the patient developed symptoms and had to be treated with a glucagon injection.

Manufacturer narrative:
Follow-up # 1 (03/26/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips also passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.